Event description:
Report received from abbott international affiliate that states, "leakage of blood occurred (unspecified quantity). Safest port failure: when the blunt cannula is taken out a detachment of the bung and a breakage of the neck (which contains the bung) occurred, provoking a leakage of blood. No actual harm to patient or operator was reported." Additional information received from the affiliate indicated that a radial arterial line was previously established. A shielded blunt cannula was used to access the safeset port (procedure being done not specified). It was reported that the stopcocks were in closed position at that time. The amount of blood leakage reported was approximately 1ml. The device was replaced when the event occurred, but the arterial line was maintained. There was no report of any patient adverse event or if the patient required any intervention. Additional information was requested, but no further information was available.